Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed frozen image and no image issues could not be determined, however, the issues were likely result of damage to the charged-coupled device (ccd) due to physical stress on the curved part during user handling/mishandling. The event can be detected/prevented by following the instructions for use section which state: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope was having a staticky/no image issue. The issue was observed during preparation for use for a diagnostic (bronchoscopy) procedure. The procedure was completed with a similar device with a 20-minute delay. No reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers image issue allegation was confirmed. The evaluation found the following: there was no image, the bending section had dents/broken fibers/advanced diagnostics found a cut on the charged coupled device shrink tube, and the light guide tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.